Manufacturer narrative:
The reported event was confirmed as manufacturing related. A potential root cause for this failure mode could be ¿machine out of parameters". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the part of the hem was hanging out of the sealed section making the product unsterile and unusable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the part of the hem was hanging out of the sealed section making the product unsterile and unusable.